Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was unable to remove medications. The technical support specialist confirmed with the customer that the issue was resolved by unloading and reloading of medications. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had unable to remove medications. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was an delay in patient care. There were no adverse events or injuries reported based on this event.